Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. There were no adverse events to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 27.9-28.0cm and 28.2-28.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 12.4-13.1cm and 38.0-38.5cm from the distal tip. The etfe coating was intact at these locations.